Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-feb-2023. H6: investigation summary one sample was received and tested by our quality team. The separation above the silicone pump portion was immediately noticed and the customer's complaint has been verified. The tubing was analyzed under high power digital microscope and after conferring with the manufacturing facility, the root cause has been confirmed as an inadequate use of assembly equipment when solvent was applied to the tubing before joining to upper blue portion of pump segment. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: tubing is leaking.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: tubing is leaking.